Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the planned treatment/non-emergency treatment was completed as planned as the system worked properly all the time and its functionality was not affected by the remote alert (host pc post failed-memory 3). The philips field service engineer (fse) inspected the system onsite and could not duplicate the reported issue. Fse performed several functional tests, and no malfunction was found related to the reported issue. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device gave a remote alert indicating that the host computer¿s memory failed during a power-on self-test. No harm to the patient or user was reported. Philips has started an investigation of this complaint.